Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade showed damage in the form of stretching and kinking located approximately 1.8 cm and 3.4 cm from the hub. The shaft had not completely fractured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use in a transarterial chemoembolization procedure. During preparation, the renegade was unpacked. However, upon flushing, it was noted that the proximal end of the catheter was fractured near the hub. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo kit was selected for use in a transarterial chemoembolization procedure. During preparation, the renegade was unpacked. However, upon flushing, it was noted that the proximal end of the catheter was fractured near the hub. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.